Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when administering ivig to patient, pump stated that the total dose of 840ml was completed. Patient's nurse noted there was approximated 50-100ml remaining in the bag, despite the pump saying the dose is completed. Nurse states that the volume infused by pump did not match with volume infused from bag. Pharmacy manager states that there is no overfill for this medication (they use a calibrated pump to fill bags). Bat# (B)(4)- no issues found by htm. Although requested further information was not given